Event description:
It was reported that the patient underwent a posterior spinal fusion with lumbar vertebral tether. Upon her standing x-ray on pod 3, it was noted to list off at the l2-l3 and l3-l4 vertebra. Previously during the implant surgery, there was concern of over correcting her lumbar curve. In turn, the slack at the l2-l3 segment allowed for translation and a 33-degree curve. After discussion with the family, including the risks, benefits, complications, and alternatives, the decision was made to proceed with a revision to retighten the tether l2-l4. After retightening the tether, the curve improved to 25 degrees. This is report four of four for this event.

Manufacturer narrative:
Procode: qhp. Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference reports 3012447612-2022-00307 through 3012447612-2022-00310.

Manufacturer narrative:
Device evaluation: the products were not returned and no photos were provided, so an evaluation is unable to be performed. Root cause: a definitive root cause cannot be determined with the information provided. This event could possibly be attributed to patient, surgeon, or surgery specific factors. DHR review: the lot numbers were not provided, so the dhrs were unable to be reviewed. Device usage: this device is used for treatment. If additional information is obtained that adds value to the relevant content of this report, a follow-up report will be sent.

Event description:
It was reported that the patient underwent a posterior spinal fusion with lumbar vertebral tether. Upon her standing x-ray on pod 3, it was noted to list off at the l2-l3 and l3-l4 vertebra. Previously during the implant surgery, there was concern of over correcting her lumbar curve. In turn, the slack at the l2-l3 segment allowed for translation and a 33-degree curve. After discussion with the family, including the risks, benefits, complications, and alternatives, the decision was made to proceed with a revision to retighten the tether l2-l4. After retightening the tether, the curve improved to 25 degrees. This is report four of four for this event.